Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, system was not in clinical use at the time of event occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting. Upon functional analysis fse found that the system was booting after switching on the host pc manually. Fse identified that the bios battery had only 1.8v. Fse replaced the bios battery. After replacement of bios battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would not boot up. No harm was reported to philips.